Event description:
It was reported a wireless module had fluid intrusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.